Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead at all tested configurations. Additionally, the ICD system displayed changes in pace impedance measurements and high capture thresholds. Isometric testing and pocket stimulation were performed. There were no stored episodes with noise or oversensing. Subsequently, an x-ray was performed and there is no evidence of header issues o lead fracture. However, a hematoma was observed. The ICD was turned off. No adverse patient effects were reported. This product remains in service.